Event description:
The user facility reported that while an employee was unloading their sterilizer, their evolution transfer carriage became unstable and the load fell, damaging the transfer carriage. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the transfer carriage was damaged as a result of the reported event. Based on the description of the event, it is likely that the transfer carriage's wheel assembly had not been properly locked to the sterilizer's docking station resulting in the reported event. To resolve the issue, the technician removed the transfer carriage from service. Steris provided the customer with a quote for the repairs on the unit. Steris offered in-service training on the proper use and operation of the evolution transfer carriage, specifically on properly latching the carriage to the docking station. A follow-up report will be submitted once the repairs and in-service are completed.